Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. Heparin was administered prior to transseptal crossing and the active clotting time (act) was measured 5 minutes later as greater than 400 seconds. During the evaluation of position, anchor, size and seal (pass) criteria, a thrombus was noted on the tip of the was sheath. Once it was determined that pass criteria were met, the 24mm closure device was released, the was sheath aspirated and pulled back into the right side of the heart. No thrombus remained on the implanted 24mm closure device. No thrombus was noted on the tip of the sheath once it was removed from the body. It was unknown where the thrombus dislodged. There were no patient complications reported. The patient was discharged the same day as planned.